Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site. As a result, surgical intervention may be undertaken in the future to address the issue.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Corrected data: the patient's weight was updated to reflect the weight at the time of surgery.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.